Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones. It was confirmed that the device had declared elective replacement indicator (eri). The device was explanted for normal battery depletion and returned for reliability analysis. No adverse patient effects were reported. The device is a part of the shortened replacement window advisory.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.